Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported "watchdog error" was not reproduced. Evaluation inspected the device and found the issue to be attributable to a white screen. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed processor board. The processor board requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a watchdog error during testing in the biomedical service department. There was no patient involvement. No additional information is available.